Event description:
It was reported through a scientific article that a vns patient experienced worsening in depression while being under a study for depression and vns therapy. The patient also reported an increase in facial pain after having a pre-vns history of facial pain. The patient was prescribed additional analgesics and then became severely depressed. At the moment the relationship of the worsening in depression to vns therapy is unknown. Good faith attempts to obtain additional information have been unsuccessful to date.